Manufacturer narrative:
Additional information was received on 12/19/2019. The lot and catalog numbers of the devices was obtained. The devices were mentor smooth round moderate profile 275cc saline prostheses. Section d has been updated with all available information. The devices were explanted without replacement on (B)(6)2019. Additional information was received on 12/27/2019. The patient had bilateral breast pain as an additional symptom of the reported breast implant illness. Also, the implant date was clarified. The devices were implanted (B)(6)1997, rather than (B)(6)1998 reported initially. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned photo was completed by the failure analysis lab on 2/11/2020. Device evaluation summary: according to the information provided, the patient developed multiple symptoms of generalized illness. A manufacturing record evaluation was performed for the finished device 149449 number, and no non-conformances were identified. Upon visual inspection of the pictures, it was observed that the implant was intact and covered with scar tissue. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. All mentor product is 100% visual inspected prior to release. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with unknown mentor saline prostheses experienced symptoms of breast implant illness and auto immune disease post procedure. The patient stated to have all of the symptoms of breast implant illness and autoimmune disease, however, aside from migraines, did not provide any details into the specifics of those symptoms. The patient saw a physician and received the diagnosis of breast implant illness. No device issue such as rupture was reported. See 1645337-2019-17443 for contralateral prothesis report.